Event description:
The account alleged the bed exit is not alarming. No patient impact.

Manufacturer narrative:
The technician found the head sensor was not reading correctly. The technician calibrated the graphic user interface to resolve the issue.